Event description:
Customer called to report a problem with the insulin pump and transmitter. The customer has had to change the sensor every 2 days. The insulin pump wasn't delivering insulin. Blood glucose reading was 37 mg/dl. Insulin pump had been alarming for change sensor without cal error alerts. Troubleshooting was performed. Cal error alerts were found in the history file. Advised that the transmitter was functioning as designed. The sensors will be replaced. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.